Event description:
The physician took imaging of the left superficial femoral artery (sfa) prior treatment. The vessel was wired and ballooned. The diamondback 360 peripheral orbital atherectomy device (oad) was used to treat a 80-90% diffuse, diseased sfa. Two or three treatments of 20 seconds were performed with flushing in between. The oad was attempted to be removed, but there was resistance. The oad was stuck in tissue right above the sheath. The physician believed the access sheath was kinked. All products were removed ex-vivo and pressure was applied. Popliteal pulse was palpable, as well as distal pulses. The patient was in stable condition. Upon removal of the oad, there was tissue wrapped around the crown and catheter.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that vessel injury is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID:(B)(4).